Event description:
It was reported that bd intima-ii 20gax1.16in prn slm npvc leaked with power injector the hospital reported that a white isolation plug was sprayed out during high-pressure injection. The quantity is 1. The sample cannot be returned. Photos can be provided. A complaint reply letter and a receipt letter are required. Green claims are required.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4052076. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The complaint unit was not returned for our evaluation. A photograph of the complaint unit was provided to aid in our investigation. The photograph provided showed that the septum of the unit had fallen off. The reported nonconformance has been confirmed. Our quality engineers noted that this product (sku 383057) has never been declared to be used for high-pressure injection. In lieu of the complaint unit, functional testing was performed on a retention sample for this lot, the result of this showed that the tested unit performed within product specifications; no leakage was found, and no abnormality was found on the septum. From the information available, our quality engineers are not able to identify a definite root cause for the reported nonconformance. We recommend the use of an appropriate product compatible with high pressure injection scenarios. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.